Event description:
It was reported that during patient use, a ventilator did not pass a background test. There was no interruption in ventilation however the patient was transferred to another device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). The graphic user interface (gui) printed circuit board (pcb) was returned for investigation. A visual inspection of the returned component was conducted and no anomalies were found. The gui pcb was then attached to a test ventilator for analysis. When the unit was powered on and it generated a gui inoperative condition. The gui display went blank and generated an error code. The root cause was isolated to a component on the gui pcb. The component on the gui pcb was determined to be obsolete as it was superseded by a new pcb in 2011.